Event description:
Pt is post-op heart surgery. Condensation was noted inthe tubing and a loss of augmentation was noted. "Sthe balloon alarmed with catheter alarm." No blood was noted in the tubing. Because the balloon was a cutdown, the pt was returned to surgery for removal.